Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -2.0/+6.0/87 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023 the patient experienced an excessive vault and narrow angles. Reportedly " iop stable under glaupax therapy". On (B)(6) 2023 the lens was exchanged with a different toric model, same power; shorter length and the problem was resolved. Status of the eye: "all good. Patient is happy". The reporter indicated the cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
H6 - health effect clinical code 4581: angle closure h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -2.0/6.0/087 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was replaced with a shorter length lens due to narrow angle, excessive vault on (B)(6) 2022. Iop stable under glaupax therapy. This resolved the problem. Cause of the event is reported as unknown. Reportedly; all good. Patient is happy.

Manufacturer narrative:
Corrected data: h6- health effect - clinical code (e): "1937" should be removed. Claim# (B)(4).